Event description:
The patient needs an MRI of her head/brain. The MRI was not related to the device, the patient has a possible brain tumor. She has moved and does not have a follow up doctor for her device. MRI compatibility guidelines were required. It was noted that she has developed epilepsy and sees a doctor for it. It was clarified that the MRI appointment was scheduled for (B)(6) 2013. The patient¿s neurologist wants her to have a company representative meet her before the MRI to confirm the device therapy gets turned off even though she has a patient programmer to turn the therapy off. The patient was at a point where she has been on the phone with so many doctors ¿I almost feel like cutting them out myself¿. It was reported on (B)(6) 2013 that the patient needs an MRI of the brain and orbits because of an optic glioma that needs imaging as well as parkinsonian symptoms. The tumor was pressing on the optic nerve and it was unknown if it was cancerous. The doctors were not sure if the procedure was related to the device therapy. The tumor could be related to the epilepsy or it could be when the leads were implanted it may have moved the brain tissue but the patient was unsure. The tumor was sitting next to the eyeball and the brain. Additional information has been requested.

Event description:
Additional information received reported the patient was scheduling an MRI, but the date and time were unknown. The reporter stated they were contacted by the patient yesterday. Additional information received reported the patient had an MRI this afternoon. The reporter stated they had not confirmed the tumor yet. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: 2005-05-24 product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3387-40, lot# j0519169v, implanted: (B)(6) 2005, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3387-40, lot# j0519702v, implanted: (B)(6) 2005, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
Additional review determined the following: patient code is also related to this event. Patient code is not related to this event.